Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. No intervention was performed. Patient was stable.

Event description:
New information notes that the pacemaker was explanted and replaced on (B)(6)2021. Patient was stable.

Manufacturer narrative:
The complaint of early battery depletion was confirmed. Analysis of the device image noted high current during implant period, consistent with increased duty cycle of the internal circuitry caused by the firmware. High current could not be reproduced during analysis. Further analysis performed exhibited normal device characteristics with battery voltage at elective replacement indicator level.